Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Chittur, mohan, md, et.al: comparative efficacy and complications of vena caval filters journal of vascular surgery, february 1995; 21: 235-246. The above referenced journal article alleged that a patient implanted with the bird's nest filters [bnfs) had recurrent pulmonary embolisms (pe). Two patient with a bnf had development of recurrently pe. One died of pe (1820334-2016-00829) and the other patient died as a result of pseudomonas pneumonia (unrelated) (1820334-2016-00840)." No information was provided regarding date of events, procedures or patient details.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is 100% inspected for correct wire length, correct orientation and not criss-crossed, and security of the wires to the filter legs. The device is supplied with instructions for use (IFU) which gives device description and intended use as well as contraindications, warnings, precautions and instructions for device placement and use. The IFU includes the following warning: ¿no technique will completely eliminate the possibility of recurrent pte. (With the bird¿s nest vena cava filter, the observed incidence of recurrent pte clinically acceptable.)¿ the IFU also includes a list of potential adverse events. Pulmonary embolism and death are listed among the potential adverse events. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Without imaging, specific event details or product lot information we are unable to draw a conclusion about the cause of this event we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Chittur, mohan, md, et.al: comparative efficacy and complications of vena caval filters journal of vascular surgery, february 1995; 21: 235-246. The above referenced journal article alleged that a patient implanted with the bird's nest filters [bnfs) had recurrent pulmonary embolisms (pe). Two patient with a bnf had development of recurrently pe. One died of pe (1820334-2016-00829) and the other patient died as a result of pseudomonas pneumonia (unrelated) (1820334-2016-00840)." No information was provided regarding date of events, procedures or patient details.